Event description:
The reporter stated that the surgeon was advancing a 19.0 diopter three piece lens in the injector and the injector's plunger tore the lens. This was prior to insertion so no patient injury.